Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint was confirmed as valid from the evaluation. The inspection of the skull clamp shows the skull clamp has a sticking swivel lock assembly, and a residue buildup is present. For the adjustment of the lock assembly new components need to be added to replace worn internal parts, such as the floating ratchet for adjusting the locking mechanism, the worn spring, o-ring, bearing balls and washer. The small parts of the rocker arm (washers, nut and garder screw) must be replaced due to wear, and preventive maintenance (pm) must be performed. To resolve the issues, the skull clamp¿s internal parts were replaced to adjust the unit according to the manufacturer specifications and to clean the skull clamp's swivel lock assembly. After the reassembly, including the adjustment, a successful function test to manufacturer's specification was performed. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine use and wear of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that while positioning the patient's head in the mayfield modified skull clamp (a1059), it doesn't lock and unlock because it's hard. The facility did not have another device available so they requested a loaner. No injury or increased surgical time resulted.